Event description:
It was initially reported by the patient that he experienced a loss of therapeutic effect and the return of symptoms including head bobbing, teeth grinding, and tremors in his arms. The symptoms had been present for about the last month, but the patient also noted he saw a yellow light on his patient programmer for the past two days. The patient also reported he believed he came into contact with a magnet which turned his stimulation off. The patient stated that his stimulation was currently off on his left implantable neurostimulator (ins) and he turned it back on but did not notice a difference in his symptoms. Follow up information was received from the patient's physician that reported the cause of the event was a suspected fall with trauma at the ins site in the left abdomen. No abnormal impedance values were seen and the battery level was ''ok'' at 3.72 v, which is also what it measured in (B)(6) 2012. The ins was ''going through a reset.'' The patient experienced a decline in right side function that resolved when the ins was reset. Following the reset programming was performed, but the ins would not maintain the programming. Replacement surgery of the ins was performed on (B)(6) 2012, but it was unclear which of the patient's two inss were replaced. The manufacturer's device record indicates the right side ins was replaced, but the physician notes indicate the left side ins was the device that was reset. The patient recovered without sequelae. If additional information is received, a follow up report will be sent. See manufacturer's report # 3004209178-2012-07604 for the concomitant ins.

Manufacturer narrative:
Product ID 748295, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748295, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7438, serial # (B)(4), product type programmer; patient product ID 3389-40, lot # j0417814v, implanted: (B)(6) 2004, product type lead; product ID 3389-40, lot # j0417907v, implanted: (B)(6) 2004, product type lead.